Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: etlw1616c93e, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4); product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient presented emergently approx. 4 years post index procedure with a rupture at the proximal aspect of the endurant ii bifurcated stent graft and the right renal artery. The patient received intervention with the addition of an endurant cuff and 5 endoanchors. The event was reported to have been resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.